Event description:
It was reported that during an angioplasty of the left main artery, the physician implanted a 2.5 x 38 mm xience prime in a mid left anterior descending (lad)artery lesion and identified the presence of a significant residual lesion in the distal end. The physician decided to cover the distal lesion with a 2.5 x 15 mm xience v stent, but it could not cross the first stent placed. The xience v was removed from the anatomy and it was noted there was bent stent strut in the distal portion of the stent. A new 2.25 x 15 mm xience v easily crossed the lesion and was implanted with success. There was no reported adverse patient effect. No additional information was provided. Device analysis revealed the stent implant was loose on the balloon.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible in the guide wire lumen, consistent with the sds being advanced over a guide wire. The stent implant was loose on the balloon. The first three rows of the distal end of the stent implant were stretched, confirming the reported damage. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The proximal balloon shoulder was wrinkled. The distal end of the soft tip was jagged. The hypotube was kinked distal to the strain relief tubing. Since this damage was not reported in the incident information, the wrinkled balloon, tip damage, and kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length, proximal and middle stent outer diameters were measured and met manufacturing criteria. The distal outer diameters could not be measured due to the damage noted. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported that the sds was attempting to cross a newly deployed stent, which likely contributed to the reported difficulties. It is likely that the distal struts interacted with the deployed stent, resulting in the noted stretched struts and the stent becoming loose on the balloon. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for loose stents for this lot. There is no lot specific product quality deficiency. The reported failure to advance, stent damage, and noted loose stent appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are visually inspected online for stent damage.